Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. Customer changed the pump supplies and resumed insulin delivery.